Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded kepad traces. No button error alarm noted. The device pump was received with scratched lcd window, cracked case at display window corners, cracked reservoirtube lip and broken pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.